Event description:
The pt developed an upper gi bleed caused by the tip of a mic-key gastrostomy tube. This was confirmed by endoscopy. The device was an obsolete version that is no longer mfg. The expiration date was 3/11/01. The pt was discharged from the hosp. Ballard medical products has no first-hand knowledge of the allegations but is relaying info received from outside sources pursuant to federal regulations.